Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined.

Event description:
The user facility reported a 56-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. We received a notification from our medical safety team via loqi (abiomed¿s long-term outcome and quality indicator impella registry). It was noted that repeated vt (tachycardia) occurred with a probable relationship to the impella cp device used on a patient.